Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alarm on the ilet with insulin delivery paused for several hours, resulting in hyperglycemia up to 376 mg/dl; the user later changed all infusion supplies and was instructed to acknowledge the occlusion and resume delivery using a steel contact detach infusion set with 23-inch tubing, after which glucose began to decline. Symptoms included hyperglycemia without reported ketones, medical intervention, or acute complications. Outcomes included temporary interruption of insulin therapy with user-reported recovery after resuming delivery and replacing the infusion set. Investigation included troubleshooting and education on acknowledging occlusion alarms and resuming delivery, along with review of infusion set use. Investigation of this case revealed an occlusion condition associated with the infusion set that resolved after supply change and confirmation of resumed delivery. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion with user not acknowledging the alarm until instructed.